Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Reportedly, the device still turns on when plugged into a power source. Customer stated they had elevated blood glucose levels. Customer declined troubleshooting for elevated blood glucose levels, and stated they have back up lantus for insulin therapy.